Event description:
It was reported that pump displayed malfunction alerts, including malfunction 199 in tandem source and malfunction code 0. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, was assisted with pump reset, and the customer reverted to an alternate method of insulin therapy.